Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. A device diagnosis of reduction of therapeutic effect and a clinical diagnosis of inadequate pain control for the bilateral legs was reported. During a standard clinic follow-up visit on (B)(6) 2016, the patient reported that she did not feel that her spinal cord stimulator was giving her as much pain coverage as it used to in her legs. The patient also reported a weak feeling in her legs. The patient reported on (B)(6) 2016 that she was having uncomfortable stimulation in her legs. The patient met with the doctor to discuss options on (B)(6) 2016. The entire system was reprogrammed. The event resolved without sequelae on (B)(6) 2016. The event was related to the device or therapy (specifically due to programming) and not related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The clinical diagnosis was updated to reduction of therapeutic effect and inadequate pain control for bilateral legs. The device diagnosis was not applicable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from heatlhcare professional of a clinical study. It was reported that there was no definitive etiology of diminished therapeutic effect.